Event description:
Boston scientific received information that since this past summer, this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead system has exhibited pacing impedances greater than 2000 ohms in both available pacing configurations. The physician reviewed the information with boston scientific technical services (ts) and reported that the capture thresholds and r-wave measurements are normal. Ts discussed the recommended range for this lead impedance was up to 2000 ohms, however, since the device measures up to 2000 ohms the exact measurement is not known. It was reviewed that continued monitoring could be done since capture thresholds and sensing are normal. No adverse patient effects were reported. Additional information was received that this device system will be more frequently monitored and that outputs had been increased to ensure a good safety margin. At this time, this system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was subsequently explanted due to a system upgrade.